Event description:
The device was returned in response to field action. When the device was evaluated by physio-control, it was found that there was excessive leakage current caused by an ic chip, designator u24, on the digital pcb assembly. The excessive leakage current would have caused the batteries to become depleted prematurely, possibly resulting in a non-functional device.

Manufacturer narrative:
The returned device was evaluated by physio-control. The root cause of the reported problem was determined to be due to a failure of ic chip, designator u24, on the digital pcb assembly. The ic was causing approximately 174 micro amps of leakage current. This amount of leakage current would cause the device batteries to become depleted prematurely. The customer received a replacement device.